Event description:
Customer reported she was unable to complete an infusion set change while troubleshooting for a no delivery alarm. The customer also reported receiving a failed battery test alarm. Customer's blood glucose was 125 mg/dl. The customer stated her battery compartment was not damaged or corroded. Troubleshooting was able to resolve the failed battery test alarm. Customer was advised to monitor the issue. Customer also stated they were hospitalized for urinary tract infections. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).